Event description:
The clinician reports the implant was inserted (B)(6) 2017 in ada 19. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with bruxism. No product was returned to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.